Manufacturer narrative:
Report of edwards aortic bioprosthetic valve explant 14 years after implant, patient received replacement valve and is reportedly doing well. There are several potential causes for prosthetic valve stenosis and may be a manifestation of structural valve deterioration such as calcification and/or nonstructural dysfunction such as pannus growth. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that this bioprosthetic valve, implanted approximately fourteen (14) years, was explanted due to stenosis. The explanted device was replaced with bioprosthetic valve. Patient is reported as stable. Follow ups for device have been unsuccessful thus far.